Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer report number: 1627487-2019-13501. It was reported the patient underwent surgical intervention on an unknown date wherein the system was explanted and replaced with a different manufacturer's device.

Manufacturer narrative:
Date of explant is estimated.

Event description:
Additional information received indicates that the reason for replacement was ineffective stimulation.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. During processing of this complaint, attempts were made to obtain complete event and patient information.